Manufacturer narrative:
(B)(4) attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the rep, an isocool handle "arced" during a procedure. There were no reports of delay or patient harm.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The forcep handle was returned for evaluation. The disposable isocool tips were not returned and therefore could not be evaluated. Electrical continuity testing was performed with a new set of tips. No issues were identified. The device functioned as intended. A review of manufacturing records could not be performed, as no lot number information was provided. Based on the results of the investigation, the reported issue could not be confirmed. Trends will be monitored for this that similar issues. At present, we consider this complaint to be closed.